Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor. The consumer reported that she had symptom return. Onset of the patient's change in therapy/ symptoms was reportedly sudden around thanksgiving. She also mentioned that she saw the replace patient programmer batteries screen and the first day that she used the programmer. The batteries were changed and the patient programmer was working as intended. She wanted to change to p 2 from p 1 and successfully changed to p 2, 0.7 v. She said she did not feel stim at 0.7 v. She pressed the plus button to increase and then saw an info screen with a circle and lines. The patient then connected again and said she felt stim, however, she used to feel stim in vaginal area and now she felt it in the right bottom area. She increased to 0.8 v and patient services asked if she felt stimulation in the bicycle seat area. She said no, she felt it when she sat but she felt it in buttocks and down her leg, not the vaginal area. The patient then decreased stimulation and then did not feel stim anywhere. She then changed to p 3, 1.5 v and said she felt no stim. She tried increasing and said the patient programmer showed the same screen as earlier. It was determined that the patient programmer was showing 'turn ins on'. The patient turned the ins back on and said she felt stim. It was a little too strong in p 3 and so she decreased to 0.8v and felt it slightly. The patient wanted to try program 2. As she was using the patient programmer she kept pressing the therapy off button. She then changed to p 2, 0.8 v and said she wanted to stay there. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that patient has been having trouble with their implant since (B)(6) 2015, wherein she had two incidents within two days. The patient was still on program 1. Just before christmas she contacted the office to assist in changing to program 2. In changing to program 2 patients felt stimulation at the bottom of their right cheek. Previously the stimulation was in the vaginal area. The patient did not see any improvement and went back to program 1. The patient was still feeling stimulation at the bottom of their right cheek. At this time they had a very bad cold and were using cough syrup, mucinex, sudafed and cough drops. The patient had a terrible cough and started experiencing leakage upon coughing. Then for about six days patient also had at least one very on controllable incident a day. My cold and coughing are now better, but sometimes patient still would experience leakage when coughing. The patient was having at least three very loose bowel movements each morning and very few of their bowel movements are ever solid. The patient went back to program 2 a day prior to this call and would try it for a few days, after which (if their body does not respond as well as they think it should) they would try program 3. The patient was very despondent with their body's reaction to the implant and seems to be experiencing more incidents than they did without the implant. However patient was wondering if all the cold medications the patient was taking could have caused some of the incidents. Patient was having massages every two weeks and also wondered if somewhere the implant could have been disrupted.